Event description:
Following a percutaneous transluminal coronary angioplasty (ptca), an angioseal device was deployed. Following the deployment, distal pulses were not present in the right foot. An arteriogram was performed, revealing an occlusion in the superficial femoral artery near the bifurcation. Once the tension spring was removed, strong distal pulses were returned. During vascular surgery to remove the occlusion and the angio-seal device, an atheroma was found underneath the angio-seal anchor. The surgeon reported that the occlusion was not caused by the angio-seal device, but was caused by the atheroma. The pt is recovering, with no further adverse events reported to the MFR.